Event description:
It was reported that the patient experienced atrophy after 17 years with an artificial urinary sphincter (aus). The aus cuff, pump, and balloon was explanted and a new 5.0cm aus cuff, pump, and balloon was implanted. Additional information was reported that the patient experienced recurring incontinence and there were no procedures between explant and implant 17 years ago. Should additional relevant details become available or the product was returned, a supplemental report will be submitted upon completion of product analysis.